Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted multiple cs 006 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: the pump's black box and alarm history showed no activity outside of normal use. The prime steps were performed correctly. The pump alarmed with call service 006 alarm during the duration test. There was no visible damage found to the printed circuit board. The failure was caused by an issue with the pump's memory. Unrelated to the initial allegation, the battery compartment was cracked. Of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.